Event description:
It was reported the customer received a compromised force sensor system alarm while changing out their infusion set. Customer's blood glucose was unknown. Troubleshooting found the customer's drive support cap was sticking out. The customer was advised to disconnect from the insulin pump and revert to a back-up plan while their insulin pump was being replaced.. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.